Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 with a blood glucose level of 600 mg/dl. The customer remembered eating a sandwich and fallen asleep prior to the hospitalization. The customer stated that their insulin pump was suspended and their blood glucose levels went up to over 600 mg/dl. Customer has hypoglycemia unawareness and gastroparesis. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that there was nothing wrong with their insulin pump. The customer was wearing the insulin pump during their hospital stay. The customer did not troubleshoot and did not send the product back for analysis.